Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced an infected stoma and was treated with meiact 200 mg tablets twice a day for 10 days. The patient also used a cream on her stoma called a cusi anticongestive prescribed by the nurse at the health center.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.